Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had an allergic reaction at the beginning of a therapeutic plasma exchange (tpe) procedure. Approximately 15 minutes into the procedure, the patient complained of itchiness on his chest, developed redness in his eyes, and complained of shortness of breath and swollen tongue. The rapid response team was called. 50 mg benadryl,epinephrine, and pepcid via IV were administered to the patient. Since the incident on (B)(6) 2016, the patient has undergone an additional tpe procedure,with no reported effects. They did a saline rinse and medicated the patient before starting the additional procedure. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patient sex perience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. Additionally, patient reactions can also because by medications, hydroxyethyl starch, or sterilization of disposable sets with eto. According to the spectra essentials guide, the optia system has many safety features. However,a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. This disposable set was unavailable for specific root cause analysis. It is possible the patient experienced a reaction to the eto, per the customer.

Event description:
The patient is reported in stable condition. The customer declined to provide patient identifier.